Manufacturer narrative:
The cause of the access site bleed was determined to be patient condition related. The cause of the renal failure cannot be determined as insufficient clinical details were provided. The pump passed all post-sterile inspection checks.

Event description:
It was reported that an impella 5.5 was placed to support a patient with acute myocardial infarction/cardiogenic shock. While on support, there was some bleeding from the graft site and low platelet count. Platelets and one unit of packed red blood cells were transfused to achieve homeostasis. The cutdown was closed and a three point fixation was completed. Anticoagulation was turned off, and the bleed resolved. Later, purge flows began to drop and there was a slight increase in purge pressures. The doctors made the decision to change the purge fluid from bicarbonate to heparin. Impella support continues.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.